Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested, and the alarm log review was performed. Visual inspection was performed and noted nothing unusual. The alarm log review and power on self-test revealed evidence of the f-38 alarm. The reported condition was verified. During evaluation, it was found that the force sensing resistors (fsrs) were out of specification, which caused the f-38 alarm. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was sent for destruction as there were no fsrs in stock. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a f-38 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.